Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was ripped and bubbled. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for analysis. The service history review had no indication that the complaint was not related to service of the device within the last 12 months. The reported issue was validated through visual inspection. The downstream occlusion (dso) seal was replaced. The dso and upstream occlusion (uso) seals were calibrated. The device then passed all tests after the repairs.